Event description:
It was reported that an alert/notification settings issue occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. On 6/24/2024, the patient did not receive any alert from the mobile device that he was at low. The episode occurred 6 days after the sensor had been inserted in the arm. The patient passed out for 30-45 minutes. The roommate called emergency medical services and the blood glucose was 85 mg/dl while the reading was low. The patient did not receive any alert. The patient was treated with medication of IV fluid and glucose paste and recovered after treatment. The patient declined further medical evaluation. At the time of the report, the patient's condition was normal. Performance data was reviewed. The allegation was confirmed via data. The allegation was confirmed via data as a no audio output. The probable cause is alert disabled, vibrate only, or always sound disabled. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.